Event description:
One patient sample with discrepant sodium results. Initial result 132 mmol/l, repeat using different analyzer and different method gave result of 139 mmol/l. Erroneous result was reported, patient was not adversely affected. The field service rep was unable to determine the root cause, but noted he checked all the ise connector tubings, pinch valves, replaced the sodium electrode, activated ise and performed ise service. Performance tests were performed and within spec.